Event description:
Reportedly, during application of the device, the clip came from left side of instrument, device cut accordingly, but no clip came on the right side of the instrument. This scenario left the vessel unsealed and bleeding occurred. The bleeding was quickly sighted and tied off. Later when testing the device, a jammed clip eventually came out with another clip on the right side of the device. Procedure type: sigmoidectomy. Pt sex: unk.